Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. In addition, non-physiological noise was observed on the ra lead, which was sometimes oversensed depending on the amplitude of the noise signals. Boston scientific technical services (ts) provided guidance to the boston scientific field representative to perform ra lead testing, as well as observing serial impedance measurements while the patient performs isometric maneuvers, pocket manipulation and arm movements across the chest and over their head. Ts also noted that reprogramming sensitivity generally does not help. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohm. In addition, non-physiological noise was observed on the ra lead, which was sometimes oversensed depending on the amplitude of the noise signals. Boston scientific technical services (ts) provided guidance to the boston scientific field representative to perform ra lead testing, as well as observing serial impedance measurements while the patient performs isometric maneuvers, pocket manipulation and arm movements across the chest and over their head. Ts also noted that reprogramming sensitivity generally does not help. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently surgically abandoned and replaced due to fracture. There were no additional adverse patient effects.